Manufacturer narrative:
Device evaluation:a vyaire field service representative(fsr) evaluated the device onsite, did performance check and circuit calibration and passed. Did not see the issue described by hospital. Could not recreate the problem. Dpm checked and in spec. Connections and wiring condition checked, could not recognize any issues. Allowed ventilator to run within spec for 30+ minutes, no issues.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the 3100 a ventilators frequency and it are not able to adjust, frequency is stuck at around 14, while the it is stuck at 33. There was no patient involved.